Event description:
After iabp for eight hrs, "check iab catheter" alarm sounded from the pump. Blood was noted in the catheter tubing and the iab was removed immediately. Event complications: none from the event-reported 1/10/97. Pt's status: stable-rpt'd 1/10/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish pathc. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.